Event description:
A pediatrician provided the family with a hypodermic syringe to administer vantin (cefpodoxime) suspension. With the cap intact, the family member inserted the syringe into the vantin, pulled back the plunger, and the medication flowed into the syringe. To the family member, the cap appeared to be part of the syringe. When the family member placed the medication into the pt's mouth, the cap came off and became lodged in the pt's airway. The pt was taken to the hospital where a procedure was performed to remove the cap. The pt died 27 hours later.